Manufacturer narrative:
The field service engineer removed the electrodes and bleached the sipper line. Mechanism checks were performed, the gear pump head (gph) pressure, wash stations, and the adjustments of the sipper probe were verified. Ise checks were performed and were acceptable. The customer ran calibration and quality controls which passed successfully. After these service actions, the issue reoccurred and the customer observed ise noise error alarms. The customer removed the reference electrode and found liquid in the chamber. The chamber was cleaned and the electrode was reseated and the o rings were verified. The pinch valve tubing was replaced. Ise check, calibration, and quality controls were performed and passed successfully. The issue did not re-occur. The investigation determined the service actions performed resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for seven patient samples tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. Patient sample 1: on (B)(6) 2023 the sample initially resulted in a na value of 113 mmol/l and repeated as 142 mmol/l. Patient sample 2: on (B)(6) 2023, the sample initially resulted in a na value of 122 mmol/l and repeated as 140 mmol/l. Patient sample 3: on (B)(6) 2023 the sample initially resulted in a na value of 150 mmol/l and repeated as 141 mmol/l. Patient sample 4: on (B)(6) 2023, the sample initially resulted in a na value of 126 mmol/l and repeated as 139 mmol/l. Patient sample 5: on (B)(6) 2023, the sample initially resulted in a na value of 129 mmol/l and repeated as 138 mmol/l. Patient sample 6: on (B)(6) 2023, the sample initially resulted in a na value of 156 mmol/l, accompanied by a data flag and repeated as 141 mmol/l. Patient sample 7: on an unknown date, the sample initially resulted in a na value of 151 mmol/l and repeated as 141 mmol/l.